Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. Upon further troubleshooting the customer indicated that the probable cause of the issue was due to malfunctioning reference electrode and ise tubing. The customer replaced the ise tubing and reference electrode per cts recommendations to resolve the issue. The customer did not call back to report further issues after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of false low patient results for sodium (na) and chloride (cl) with low anion gap involving their dxc 700 au chemistry analyzer. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.